Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the system 1 (lot number 20968911, expiration date 04/30/2013). Reference medwatch report with (B)(6) for the suspect device used in the system 2.

Event description:
Caller states patient tested 3.3 inr on coaguchek xs plus system 1 and 1.7 inr on coaguchek xs plus system 2. Patient's warfarin was increased based on the meter result of 1.7 inr. No adverse event reported. Requested return of suspect system and replacement was sent.